Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 0 degree endoscope was analyzed and found with mechanical damage to the scope's distal tip. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The complaint regarding damaged tip/shaft was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the picture below shows cracking/broken damage to windows covering internal lens and illumination fiber bundles on bottom and top ends of distal tip. Due to the location, this is possible change for fragment.

Event description:
It was reported that during central processing procedure, the 0° endoscope plus instrument was found to have a damaged tip. There was no report of patient involvement.